Manufacturer narrative:
A ge rep evaluated the system and replaced the c-arm cable. The system operates as intended.

Event description:
It was reported an intermittent precharge voltage error. This error will likely prevent the system from booting. There is no report of injury or death associated with the event described in this complaint.